Event description:
It was reported that in an unknown timeframe post implantation of a right total ankle arthroplasty, the patient experienced symptomatic tibial lucency. No intervention has been reported at this time. Attempts have been made and all available information has been provided.

Manufacturer narrative:
(B)(4). D4: attempts have been made to gather all product identification information, and no further information has been provided. D10: unknown apex talar component. Unknown apex poly component. The reported event could not be confirmed due to limited information provided. No product returned, pictures provided; visual and dimensional evaluations could not be made. Initial surgery medical records were provided and reviewed by a health care professional. Review of the available records identified the following: no intraop complications identified. Intraop x-ray confirms satisfactory placement of implants. Radiographs were provided; however, were unable to be sent to radiology due to poor photocopy quality. Review of the device history records could not be performed due to lack of product identification. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.